Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety mechanism did not activate. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety mechanism did not activate. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Received one used 24ga bd insyte autoguard IV catheter unit within an opened package; the lot number was not legible as the top web (label) of the package was partially torn away in this area. The catheter/adapter assembly was not present on the returned unit, the needle assembly was intact with the protective needle cover. Ten photos were provided for observation of this incident. Visual/microscopic (test method-n/a): unit: the unit consisted of the needle/hub assembly with safety shield (barrel) and the protective needle cover intact. The button was not depressed and the needle was in the out position. There were signs of dried media present in the needle bevel and in the flashback chamber. Microscopic evaluation revealed there were traces of cured adhesive at the area between the grip the activation button. Note: the cured adhesive in this location was indication that the needle retraction failure was a result of excessive cured adhesive which was manufacturing process related. Performed functional test (needle retraction): depressed the activation button: the cured adhesive restricted the button from depressing; therefore, the needle did not retract, confirming the failure. The retraction failure described in the incident report was caused by cured adhesive at the area between the grip the activation button, which demonstrated incorrect placement of adhesive during manufacturing. The incorrect placement of adhesive disabled the ability of the button to depress and the needle to retract. Cured adhesive in this area was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Photos: photos (3004341-1 and 3004341-2) revealed the top web of the package; confirming the lot number to be 8071624. The remainder of the photos revealed the unit to be in similar condition to that of the returned unit; missing catheter/adapter assembly, needle/hub assembly intact with the protective needle cover.

Manufacturer narrative:
The following fields have been updated with corrections: medical device type: foz. PMA/510(k)#: k952861.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety mechanism did not activate. No serious injury or medical intervention was reported.